Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient with a ventricular leadless (vlp) and atrial leadless pacemaker (alp) died. It was noted that the cause of death may have been due to hemorrhage, due closure failure of the wound. No further information is available.